Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation, according to tac (technical assistance center) support engineer evaluation information the phenomenon was not duplicated. Therefore, it was determined that there was no problem in the subject device. More than 8 years have passed since the subject device was delivered. It was presumed that it was a temporary malfunction caused by long-term and repeated usage. It was determined that the phenomenon occurred due to the scope connector socket deteriorated. It is uncertain if the phenomenon would be duplicated due to the subject device was not returned from the facility. More than 8 years have passed since the subject device was delivered. Therefore, it was presumed that white balance did not function due to the scope connector socket deteriorated due to long-term and repeated usage and its connection became unstable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
During a call with tac (technical assistance center) support engineer, troubleshooting was provided to the customer. During troubleshooting, the issue of leds were blinking were unable to be duplicated. Additionally, during the troubleshooting, it was noted that the nbi will try to white balance but it never goes back to white light. The nbi/white balance issue was not resolved. Customer will continue to troubleshoot and will provide the results. Further communication with the customer stated that the issue was not resolved. The subject device is being returned to olympus for evaluation. To date, the subject device has not yet been returned for evaluation/investigation. Therefore, the root cause of the reported phenomenon could not be determined at this time. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
A report of front panel leds blinking and the nbi/wb (narrow band imaging/white balance) having an issue was reported by the user facility. The issue occurred during device maintenance. There was no patient involvement associated in this event reported. No user injury reported.